Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the placement of a response spine system, a rod reducer fractured. The flange that fractured off was found and removed from the upper thoracic area. No adverse events have been reported as result of the malfunction.